Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt involvement" (no pt involvement" (no pt involvement). Product problem(s): "poor actuation" (failure to cut). A customer reported the cutter failed, during testing due to poor actuation. There was no pt involvement. A sample will be returned for eval purposes.